Event description:
The end user stated he was riding his power chair in the street because the sidewalks were too rough. He stated that a police officer approached him, pulled him from the chair and began beating him with a baton. He is currently in the hospital with a broken left arm and severe bruising on his body from the beating.

Manufacturer narrative:
Per the end user, he was injured due to being pulled from the wheelchair and beaten with a baton. It does not appear that the wheelchair was at all at fault in the end user's injuries, nor did the wheelchair fail in any way. The wheelchair/parts are not being returned and no investigation will be done. No follow up report will be filed.